Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 ((B)(4)), PMA / 510(k)#: k151766 ((B)(4)). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the perforation on the bd syringe luer-lok¿ tip packaging tore and got paper shards in a sterile field. The following information was provided by the initial reporter: "customer is concerned about lot#0205897 of 10ml syringe tearing when separating causing them to not be sterile. Per customer: the packaging is tearing where it is perforated."

Manufacturer narrative:
H.6. Investigation: one photo and three 10ml blister packs from batch 0205897 (p/n 302995) were received and evaluated. It was observed the perforation between two of the packages was incomplete and the bottom webs were still attached. The poor perforation was rejectable per product specification. Potential root cause for the poor perforation defect is associated with the packaging process. Batch 0205897 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10

Event description:
It was reported that the perforation on the bd syringe luer-lok¿ tip packaging tore and got paper shards in a sterile field. The following information was provided by the initial reporter: "customer is concerned about lot#0205897 of 10ml syringe tearing when separating causing them to not be sterile. Per customer: the packaging is tearing where it is perforated."